Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that sterility of the device was compromised. An encore balloon catheter inflation device was selected for use. During unpacking, dirt was noted inside the syringe of the indeflator main unit. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the encore unit was returned with a white stain on the side of the device, the stain was noted to be on the inside of the clear housing and on the outside of the barrel. The stain did not obstruct the graduation marks in the barrel. Excess of silicone in the flexcil line and within the barrel of the device was observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is user preference issue as the product met specification but the user was reportedly dissatisfied with the function, performance, or appearance of the product. (B)(4).

Event description:
It was reported that sterility of the device was compromised. An encore balloon catheter inflation device was selected for use. During unpacking, dirt was noted inside the syringe of the indeflator main unit. The procedure was completed with another of the same device. No patient complications were reported.